Manufacturer narrative:
Siemens filed initial MDR on 2517506-2023-00008 on 12-jan-2023. Additional information (27-jan-2023): siemens further investigated the incident. Siemens reviewed the integrated multisensor technology (imt) data and determined that quality control (qc) recovery was not always consistent with peer data. The customer refused service by siemens. Siemens recommended performing a power flush maintenance on the instrument and running dilcheck and qc to evaluate the instrument's performance. An intermittent fluid flow issue within the imt system potentially contributed to the falsely depressed sodium (na) result. The instrument is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusions codes in section h6 have been updated to reflect the additional information.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported a falsely depressed sodium (na) result on a dimension vista 500 instrument. Quality controls (qc) were acceptable on the day of the event. The cause of the falsely depressed na result is unknown. Siemens is investigating the incident.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed na result.